Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the doctor that upon aspiration of the bd plastipak sterile disposable graduated concentric luer slip syringe had brownish sediment/particles that were seen floating in the syringe. The particle was large enough to get noticed. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples neither pictures have been received for investigation. DHR of lot 1407037 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we cannot confirm the root cause. Defect: foreign matter. No samples neither pictures have been received for investigation. DHR of lot 1407037 has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. 2.functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we cannot confirm the root cause. Investigation conclusion: since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we cannot confirm the root cause.